Event description:
The patient has reportedly been experiencing headaches, seizures and other physical problems. The surgeon recommended the device be explanted for MRI procedures. Advanced bionics is in the process of gathering more information; once more information is obtained, a supplemental report will be submitted.